Event description:
Progressive chronic, fatigue, pain in joints and muscles, persistent low grade fevers, severe hair loss, rashes, itches, headaches, bowel and stomach problems, memory loss, unable to concentrate, vision problem, female problems, confusion, dry eyes and mouth, chronic sinus infection, sores in mouth and lips, blisters on eyelids, pain in legs, pain in breast and deformity in right breast. Severe deformity of both breasts since implant surgery 1993. Both implants were ruptured and were literally scooped out of her body. Silicone was scraped from breast and nipples causing deformity. Implant date: 11/14/78.